Event description:
On (B)(6) 2025, a patient (pt) reported redness, photophobia, pain and was unable to open the right eye (od) on (B)(6) 2025 after 10 days of wearing an acuvue® oasys® brand contact lens (cl). The pt removed the cl from the eye and noticed nothing abnormal with the cl. The pt contacted an eye care professional (ecp), ¿who is also a colleague¿ via phone on (B)(6) 2025 and "it was agreed to use tobramycin every 6 hours for 8 days, still diclofenaco (an anti-inflammatory eye drop) every 12 hours for 3 days, and lubricating eye drops (name and frequency not provided). The pt is a veterinarian and has ¿access to the medications.¿ the reported symptoms improved within 3 days. After "a few days" of using medication, another cl was worn successfully with no return of symptoms. The pt reported that the eyeglasses were being repaired. After repair, the pt ¿stopped wearing the cl¿ and continued with treatment. The pt reported a diagnosis of ¿superficial ulcer.¿ the pt visited the ecp the following week, who confirmed the diagnosis of od ulcer, "nothing alarming, and still had a 'dot' on the cornea." The pt was advised to continue tobramycin for an additional 3 days, then ok to return to cl wear. The pt refused to provide authorization to contact the treating ecp for verification of diagnosis and treatment; however, stated the information would be retrieved from the ecp and sent via email. The pt reported a replacement schedule of 2 months and denied sleeping in cls. The pt has worn acuvue lenses for 15 years without issues. Attempts were made to obtain additional medical information from the pt on (B)(6) 2025, with no success. No additional medical information has been received. No additional information is expected. This corneal ulcer event is being reported as worst-case as the patient's diagnosis and treatment could not be verified with the treating ecp. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0150tk was produced under normal conditions. The suspect product was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.